Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet bionic pancreas experienced variable insulin needs after missed meal announcements, including a blood glucose rise to 258 followed by a decrease to 65, without perceived symptoms, and treated the low with juice. Symptoms included hyperglycemia and hypoglycemia. Outcomes included no health consequences or impact and the use of medication treatment for the low. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified related to improper or incorrect procedure, specifically failure to follow instructions regarding meal announcements, and the involved component was the user interface. It was concluded, based on previously established findings for similar reports, that the cause was unintended user error and failure to follow instructions. The user was instructed to contact their healthcare provider for guidance on insulin needs.